Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4). No similar complaint was reported for units within the same lot. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm vicmo12.6 implantable collamer lens, -07.50 diopter, in the patient's right eye (od) on (B)(6) 2019. The lens was explanted on (B)(6) 2019 due to low vaulting. The surgeon did not implant another icl lens. Cause of the event was unknown.

Manufacturer narrative:
Additional information: h3-device evaluation: lens returned in liquid in lens case/vial. Visial inspection found haptic broken. Dimensional inspection found the lens to be within specifications. Claim# (B)(4).